Event description:
It was reported that during an implant procedure, the right atrial lead had no pacing signal when tested. The patient was noted to be in atrial fibrillation (af) and so the physician elected to not implant an atrial lead. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.